Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a check sum error causing transient high current drain; the cause is unknown. Analysis of device image indicated eri flag was falsely triggered prior to explant. Eri flag being falsely triggered is consistent with device pacing at higher rate due to auto capture being enabled. Based on all available parameter and usage information, device longevity was found to be within the expected limits.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, device was found to be in backup vvi. Due to low battery state, device was explanted and replaced. Patient¿s condition was stable.